Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation surgery with an unspecified gel breast implant experienced right sided capsular contracture baker grade iii post procedure. As a result, patient has a planned explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient did not experience capsular contracture. Patient wanted to have implants removed from fear of bii. Reason for device explant and/or reoperation: breast implant prophylactic removal manufacturer¿s reference number:(B)(4).